Event description:
The customer stated that samples tested on the evo b-22 mpa 7 plus automated pre-analytical system (evo mpa), using the ise indirect na, k, cl for gen.2 assay and the co2-lbicarbonate liquid assay (co2), had higher sodium results and lower co2 results respectively than when they were tested on a cobas 6000 c (501) module (c501). The sample results were approximately 3-5% different; the sodium results would drop 3-4 mmol/l and co2 would increase by 3 mmol/l. The anion gap results would shift from 23 to 18. Result data was provided for three patient samples. Of the data provided, one sodium results comparison for one patient was discrepant. All results are in units of mmol/l. All initial results were released outside the laboratory. No data flags or alarms occurred. The sodium result from the evo mpa was 148. The result from the primary tube on the c501 was 141. This result was deemed correct. No adverse event occurred. The sodium electrode lot number and expiration date were not provided. The field service representative found that the samples were getting stuck on the evo mpa, which caused the sodium to drift high and the co2 to drift low. The gripper was out of adjustment and causing delays. He adjusted the gripper. He cleared the barcode reader which had been causing alarms. He observed the mpa sort 100 tubes successfully. Investigation activities are ongoing.

Manufacturer narrative:
The issue was resolved by the adjustments performed by the field service engineer.